Event description:
It was reported that oversensing and a decrease in defibrillation impedance was observed on the right ventricular (rv) lead. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The noise could be reproduced with provocative testing. No intervention was performed; the patient was stable and will continue to be monitored.